Manufacturer narrative:
(B)(4). Date sent: 11/23/2020. Device analysis: the analysis results found that a tx60g device was returned inside its original package. Upon visual inspection, it was noted that the tyvek was adhered to the blister in the easy opening area. In addition, the seal area was noted to be complete and no damaged was observed on the tyvek and blister. Packaging integrity was as expected no anomalies could be observed. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the packaging was defective : the blister divided in two. The device has not been used because doubt about sterility. This was identified at the beginning before use of product. There were no issues with opening as the blister was split. The sterility was compromised. There were no patient consequences as another device was used.